Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon was duplicated and failure of the filter turret unit of the device. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause has not been conclusively determined. As about 12 years has passed since the manufacture date of the device. Based on evaluation, omsc surmised that the reported phenomenon was occurred due to the filter turret unit of the device was broken by aging degradation or other.

Manufacturer narrative:
The device has not returned to olympus. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed that in unspecified timing the front panel display of the device (olympus loaner) blinked. Other detailed information was not provided. There was no report of patient injury associated with the event.